Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
During a post market clinical follow-up survey, the surgeon reported that he had experienced tissue damage as an adverse event during surgical procedures while using safeair standard pencils. No additional information is known at this time.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
During a post market clinical follow-up survey, the surgeon reported that he had experienced tissue damage as an adverse event during surgical procedures while using safeair standard pencils. No additional information is known at this time.